Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 832980 the hospital reported that during a coronary artery bypass procedure, seal was loaded in preparation for use, the delivery tube was removed from the loading device. It was noted at that time that the heartstring seal and associated tension springs were retained in the loading device. The case was completed was by utilizing 2 additional heartstrings. These functioned appropriately. There was no patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/27/2023. An investigation was conducted on 07/05/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned outside the loading device. The blue slide lock was observed to be off and the plunger was partially depressed. The seal was observed to be inside the loading device and was unfolded. The seal and tension spring assembly were removed from the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.22 inches ((B)(4)). The length of the delivery tube was measured at 2.51 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000299721 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.